Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump was under delivering insulin. Customer had experienced high blood glucose. Blood glucose reading was 22 mmol/l. Customer had treated high blood glucose with insulin injection. Customer had symptoms of high blood glucose was frequent urination. Customer declined troubleshooting. Customer reported auto mode feature was inactive during reported event. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The device will not be returned for analysis.